Event description:
Pt reported that their one touch ultra meter was reading inaccurately high and they had to contact the paramedics. Medical affairs specialist called and spoke with the pt, who provided additional info. Pt stated that in 2004, they were getting really high results all morning (in the 300s and 400s). They were not experiencing any symptoms at that time. They called their dr since they were concerned about the high readings, and were advised to take 30 extra units of the regular insulin in addition to their set amount of 45 units of humulin n and 55 units of regular insulin in the morning. Soon after, they felt low as if they were going to pass out. They also felt sweaty and shaky. They called the paramedics and while waiting for them, they tested again on they meter with a result of 253 mg/dl. Even though the meter gave pt a high reading, since they were feeling low, they ate something. When the emt arrived, they were feeling a little better after eating something. The emt meter read 151 mg/dl. They tested again on their meter at the same time with a result of 263 mg/dl. During troubleshooting it was discovered that the pt was storing the test strips outside of the vial. This case is reported as an adverse event since the pt suffered a serious injury due to use error.